Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR" error message during power on was confirmed during functional test and archive data review. The root cause of the system error was due to a damaged processor board. The probable root cause for the damaged processor board could be due to mishandling such as drop, which is indicated by the damaged covers and damaged load cell 2. Unrelated to the reported complaint, a cracked top cover, a broken front and bottom enclosures were observed on the returned autopulse platform during visual inspection. These types of physical damages are likely attributed to mishandling such as drop. The damaged covers needs to be replaced. During archive data review, system error "132 internal watchdog timeout" recorded on the reported event date, thus confirming the reported complaint. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" during power on. Thus, confirming the reported complaint. To remedy the system error, the damaged processor board identified during evaluation needs to be replaced. Also failed, the load cell characterization testing due to a damaged load cell likely attributed to the damaged covers sustained during mishandling. The load cell module 2 needs to replaced. Awaiting customer's approval for service repairs. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.